Event description:
It was reported that the customer wore the insulin pump on (B)(6) 2014 until dinner. Customer's blood glucose level was 5 mmol/l. Customer is no longer on the pump since she had diabetic ketoacidosis on (B)(6) 2014. Customer was not wearing the pump when the issue happened. Customer woke up with a high blood glucose level and did not take any insulin because she was not supposed to take any medication for 24 hours. The hosp was going to complete a gastric emptying. Customer was hospitalized on (B)(6) and released (B)(6). Customer was wearing the pump on (B)(6) 2014. Customer stated that she is not wearing the pump and that she is on manual injections. Pump passed self test and the pump was found to be on auto off. Customer was irate and did not complete the troubleshooting. Insulin pump will need to be replaced. Customer was advised to revert to a back up plan per health care professional's instructions. No additional info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.